Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding") in an adult female patient who had essure (batch no. 664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, gastritis and multiparous. Concurrent conditions included latex allergy, penicillin allergy, irregular menstrual cycle and obesity. Concomitant products included lansoprazole, omeprazole, ondansetron (zofran), promethazine (phenergan) and tramadol. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems: depression"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain/loss specify: weight gain") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced mood swings ("hormonal changes -describe mood swings/irritability") and irritability ("hormonal changes -describe mood swings/irritability"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain/vaginal area pain") and abdominal pain lower ("severe cramping/lower abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, nausea, dyspareunia and fatigue was resolving, the abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, irritability, vaginal haemorrhage, depression, bladder disorder, migraine, headache, weight increased and urinary tract disorder outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: left: 3 coils were visible, right: two coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 140.59 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding") in an adult female patient who had essure (batch no. 664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, gastritis and multiparous. Concurrent conditions included latex allergy, penicillin allergy, irregular menstrual cycle and obesity. Concomitant products included lansoprazole, omeprazole, ondansetron (zofran), promethazine (phenergan) and tramadol. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems: depression"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain/loss specify: weight gain") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced mood swings ("hormonal changes -describe mood swings/irritability") and irritability ("hormonal changes -describe mood swings/irritability"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain/vaginal area pain") and abdominal pain lower ("severe cramping/lower abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, nausea, dyspareunia and fatigue was resolving, the abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, irritability, vaginal haemorrhage, depression, bladder disorder, migraine, headache, weight increased and urinary tract disorder outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: left: 3 coils were visible, right: two coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 140.59 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, most recent follow-up information incorporated above includes: on 25-may-2018: pfs and mr received. Events per pfs: hormonal changes, abnormal bleeding (vaginal, menorrhagia), psychological orpsychiatric problems, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss were added, outcome of events updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (had surgeries to remove one or more of the essure coils on (B)(6) 2014). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.